Manufacturer narrative:
Skin infections are well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products. As well, delayed inflammatory reactions that manifest as oedema, redness, nodules, are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside of the USA, in spain. According to the information received on 31-jan-2023, a patient was injected in (B)(6) 2022 with 2.4 ml of teosyal rha 4 in nasolabial folds (0.6 ml), oral commisures (0.6 ml), cheeks (0.6 ml) and cheeks wrinkles (0.6 ml). In the medical history of the patient, it was reported that the patient had previous injections on (B)(6) 2022 with 1.2 ml of ultra deep in cheeks wrinkles and 2.4 ml of teosyal rha 4 in nasolabial folds (0.6 ml), oral commissures (0.6 ml) and cheeks (1.2 ml), and facial spastic tremor treated with cervical botulinum toxin. On (B)(6) 2023, the patient complained about inflammation and redness in the right marionette lines, with no pain. As corrective action, on (B)(6) 2023, the patient was treated with antibiotics (augmentin 875 mg, 1/8h for 10 days), dacortin (30 mg for 5 days) and corticosteroid (tapering regimen for 5 days). In addition, on (B)(6) 2023, the patient was treated with polaramine (2 mg, 1/24h for 5 days), and again with dacortin (30mg for 5 days, descending regimen for 5 days). On (B)(6) 2023, the patient experienced hardening of the gel in both puppet lines. After a week of antibiotics, corticosteroids and polaramine, a minimal improvement of the phlegmon was observed with still a lot of hardening of the hyaluronic acid gel. The patient was injected with 500 iu of hyaluronidase on the same day. The injector suspected an infection / inflammation 4 months after the last injection in marionette lines ((B)(6) 2022), with phlegmon extending to the right cheek. As reported, the hyaluronic acid appears hard like crystallized. A local medical expert was contacted and advised the injector to make an appointement with the patient and monitor the nodules. In case the nodules were still hard, it was advised to remove augmentine and prescribe ciprofloxacine 500mg and claritromicina 500mg each 12h instead, as well as probiotics and 2 sessions of hyaluronidase 75 iu/nodule per week. At the time of this report, the evolution of the symptoms were still being monitored. No additionnal information is available at the time of this report.